Manufacturer narrative:
Investigation: our quality engineer inspected the photos submitted for evaluation. Bd received two photos, one displaying a 20ga nexiva winged adaptor with extension tubing and another displaying a nexiva catheter 18ga x 1.25 in package label with the ref number (B)(4), lot number 0107575. Through the visual/microscopic examination the unit did not reveal any evidence that the septum allowed blood to flow past the canister. In addition, it was observed that the device in the photo was a 20ga nexiva when the complaint was for a 18ga nexiva. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. DHR was performed. Qn (B)(4) could be relevant to the reported defective. No related process deviations were found.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the septum during use. The following information was provided by the initial reporter: material no.: 383519; batch no.: 0107575. We had an incident involving an 18gax 1.25" nexiva catheter. After the needle was disengaged from the IV catheter system, blood continuously leaked from the septum. The insertion was uneventful, however, this IV had to be removed and another piv inserted. Unfortunately we do not have the defective catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the septum during use. The following information was provided by the initial reporter: material no.:383519, batch no.:0107575. We had an incident involving an 18 ga x 1.25" nexiva catheter. After the needle was disengaged from the IV catheter system, blood continuously leaked from the septum. The insertion was uneventful, however, this IV had to be removed and another piv inserted. Unfortunately we do not have the defective catheter.